Event description:
While preparing sterile rpoducts in a laminar flow hood, rptr reached for a 5cc syringe and was stuck by the needle while the needle was still in the outerwrap. No syringe cap was in place to shield the needle. No serious injury occurred and no other syringes in the same box were found without a shield.